Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 10 mg/ml at 3.3 mg/day via an implantable infusion pump. It was reported that the patient missed a refill and the low reservoir alarm occurred (B)(6) 2016 and the empty reservoir alarm occurred (B)(6) 2016. The patient went to the office on (B)(6) 2016 complaining of sudden lethargy and nausea with a concern of overdose. The healthcare professional refilled the pump without issue. The patient came back to the office on (B)(6) 2016 with the same issue. There were no new alarm logs and no programming errors. Additional information was received on 02-jul-2016 from a healthcare professional. The patient was at the doctor's office on (B)(6) 2016 due to chronic pain and was in the hospital on (B)(6) 2016 due to fatigue. The healthcare professional requested to have the pump interrogated to get drug information and confirm pump function. Additional information was received from a company representative. The company representative requested information on stopped pump. The pump has been stopped since (B)(6) 2016. The pump was alarming and has tube set. The healthcare professional was ordering an MRI and was looking to replace the pump and possibly the catheter. The doctor was sending the patient for an MRI and will evaluate replace the pump and possibly the catheter.

Event description:
Additional information was received from a consumer. It was reported that the patient was hearing the pump critical alarm and has been really sick for 2 months. The patient was told that the pump needs to come out as soon as possible. The patient had an MRI and cat scan. The patient experienced withdrawal. The patient also mentioned they experienced dehydration, were shaky, sweaty, was getting weaker and weaker. The patient has been to the hospital 8 times for dehydration. The event date was reported as (B)(6) 2016. Additional information was received from a company representative. No interventions have been taken yet. The cause of the alarm was unclear since the pump was stopped by a different physician. The pump was currently not in use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that his pump had a critical malfunction and did alarm. The pump was removed in (B)(6) 2016 by a neurosurgeon. The patient mentioned that he has a traumatic brain injury (tbi). After having the pump removed he has to take oral medications and throws up blood a lot and is not doing well and is not going to last long on oral medications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2016-10-10. It was reported that the representative did not have contact information for the doctor who stopped the pump, and that it was done at a hospital by an attending. The name of the managing healthcare professional was provided. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.